Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Photos were provided and reviewed. The photo shows one guide needle broken off of the hub. The device is bloody. Therefore, the investigation is confirmed for the alleged break issue. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 04/2022).

Event description:
It was reported that during a computed tomography guided vertebral (t10) biopsy, the device allegedly fractured at the level of hub inside the patient. Patient was brought back to ir the day after to retrieve the needle under fluoroscopy. The current patient status is unknown.